Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the aorta using pod packing coils (pod pcs) and a lantern delivery microcatheter (lantern). It was noted that the patient anatomy was calcified. During the procedure, the physician placed six pod pcs into the target location using the lantern. While advancing another pod pc approximately twenty to thirty centimeters from the hub of the lantern, the physician experienced resistance. Therefore, the pod pc was removed. The procedure was completed using two additional pod pcs and the same lantern. There was no report of an adverse effect to the patient.